Event description:
A customer observed a non-reproducible, falsely elevated trop I es results on the vitros eci analyzer. The affected trop I es results were not released to the clinician due to an internal laboratory procedure. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation into this event determined that a non-repeatable false positive troponin outlier occurred on a single patient sample. The definitive root cause of the event is unknown however, the possibility of an analyzer error or a sample processing error could not be ruled out. The vitros eci in question required service on the metering subsystem. In addition, the investigation determined that the customer was not processing samples in accordance with the collection tube manufacturer's recommendation.